Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 306 mg/dl in the morning. The thought that the cause of the high bg was due to overeating. The customer received an occlusion alarm later that day and the bg at that time was 199 mg/dl. Correction boluses were delivered to address the high bg levels. Tandem technical support had the customer perform a system check and insulin was observed exiting the infusion set tubing and the luer-lock. The customer declined to change the supplies on the pump. Reportedly, the customer uses humalog insulin and changes the cartridge every 2-3 days.